Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1.597 mg/day to .061 mg/day (minimum rate mode) via an implanted pump for non-malignant pain and failed back surgery syndrome. The rep found out from another doctor that the patient was in the emergency department (ed) unresponsive and that the family found the patient that way the morning of this report. The patient had the pump refilled yesterday ((B)(6) 2016), but the reporter did not have the session data report or any details of the actual pump refill. The pump was programmed to minimum rate mode on (B)(6) 2016. The rep tried contacting the patient's surgeon but that was not the correct doctor. The rep would confer with the hcp. Pertinent information was reviewed per the reporter's inquiries and the morphine overdose procedure document was emailed to the rep. It was further reported the doctor who filled the pump stated the new drug was 25 mg/ml but it was programmed at 10 mg/ml. They wanted to do a system content removal procedure because they were unsure what drug was in the pump reservoir now. The doctor may want to fill the pump reservoir with saline instead of drug at this time. They were still not certain exactly what occurred at the pump refill on (B)(6) 2016. The patient was stabilized and ventilated. The pump was programmed to min rate mode. They were contemplating accessing the pump reservoir to compare actual residual volume (arv) vs expected residual volume (erv) for a possible partial/pocket fill, but were also inquiring about the system content removal procedures if they could not confirm exactly what drug/ concentration was refilled into the pump reservoir. The erv vs arv was normal. The system content removal procedures were forwarded to the hcp per his request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.